Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt received a blow from a swing against his implant site. Since then the pt's speech perception has been reduced. Testing was carried out, which showed 7 channels with high impedances.